Manufacturer narrative:
A review of the complaint history for sn 15804866 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 15804866 was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by moving the network cable to another port, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station cvor 4 was not communicating. The customer stated that the port was live and had changed the ethernet cord, but the issue still persisted. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.